Manufacturer narrative:
This report is submitted on may 13, 2019.

Manufacturer narrative:
This report is submitted on february 13, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). Subsequently the device was explanted (date not reported) the patient was re-implanted with another manufacturer's device.